Event description:
It was reported that on (B)(6) 2009 patient presented with left lumbar radiculopathy secondary to advanced severe lumbar stenosis at l4-5 with degenerative spondylolisthesis l4-5. The patient underwent a l4-5 laminectomy with segmental pedicle screw fixation, rhbmp-2/acs, ceramic granules, autograft, and allograft. Patient was discharged on (B)(6) 2009. On (B)(6) 2009 the patient presented for an office visit. Per the physician's notes, "the MRI scan of the lumbar spine demonstrating mo derate degenerative changes, but I cannot clearly see neural compression of the left l5 root." On (B)(6) 2009, the patient presented and was diagnosed with thoracic/lumbosacral neuritis/radiculitis and spinal stenosis of the lumbar region. A CT myelogram was performed and indicated "spondylotic changes, including mild spondylolisthesis, cause a moderately severe degree of canal stenosis at l4-l6. The spinal canal is at the lower limits of normal in sagittal diameter at several levels." (B)(6) 2008 MRI of the lumbar spine indicated "stable mild degenerative disc disease within the lumbar spine. The pedicles within the lumbar spine are foreshortened, likely congenital in etiology. This results in congenital central canal stenosis from l2-l3 through l4-l5. New mild right paracentral/lateral disc protrusion at l2-l3 and mild annular bulging at l3-l4 interval increase in broad-based disc bulge, facet hypertrophy, and ligamentum flavum redundancy at l4-l5. This results in increased central canal stenosis and bilateral neural foraminal narrowing. New mild central disc protrusionat l5-s1, which results in increased right lateral recess narrowing." (B)(6) 2012, the patient presented for a neurology follow up. Per the physician's notes, the patient "has been diagnosed with c7-c8 cervical radiculopathy. He is currently going through physical therapy. He presents today complaining of swelling in his left hand along with continued weakness." (B)(6) 2012, the patient presented for an office visit. Per the physician's notes, "we reviewed his MRI of the cervical spine which reveals just severe congenital stenosis. There is no spinal cord compression or spinal cord signal change. We sent him for an MRI of his brachial plexus which reveals some proximal signal change but nothing in the way of tumor. Therefore, at this point in time, his diagnosis from my standpoint is parsonage-turner syndrome." Reportedly post-op the patient developed severe chronic left medial and ulnar neuropathy, parsonage-turner syndrome, left hand weakness and swelling, and intractable lumbar pain.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that (B)(6) 2008 MRI of the lumbar spine indicated "stable mild degenerative disc disease within the lumbar spine. The pedicles within the lumbar spine are foreshortened, likely congenital in etiology. This results in congenital central canal stenosis from l2-l3 through l4-l5. New mild right paracentral/lateral disc protrusion at l2-l3 and mild annular bulging at l3-l4... Interval increase in broad-based disc bulge, facet hypertrophy, and ligamentum flavum redundancy at l4-l5. This results in increased central canal stenosis and bilateral neural foraminal narrowing. New mild central disc protrusion at l5-s1, which results in increased right lateral recess narrowing". On (B)(6) 2009 patient presented with lumbosacral neuritis/radiculitis and spinal stenosis of the lumbar region. Patient underwent contrast myelogram and CT scan. Imaging study indicated "spondylotic changes, including mild spondylolisthesis, cause a moderately severe degree of canal stenosis at l4-l5. The spinal canal is at the lower limits of normal in sagittal diameter at several levels". On (B)(6) 2009 the patient presented with left lumbar radiculopathy secondary to advanced l4-5 stenosis and degenerative spondylolisthesis. Patient underwent a l4-5 laminectomy with segmental fixation. Mastergraft, rhbmp-2/acs and globus instrumentation were used. There were no noted complications. Patient was discharged on (B)(6) 2009. Carpal tunnel syndrome, diagnosis onset (B)(6) 2009. Lesion of median nerve and pain in joint; hand. Diagnosis onset (B)(6) 2009. (B)(6) 2012 patient presented for follow up. Per the physician's notes, "we reviewed his MRI of the cervical spine which reveals just severe congenital stenosis. There is no spinal cord compression or spinal cord signal change. We sent him for an MRI of his brachial plexus which reveals some proximal signal change but nothing in the way of tumor. Therefore, at this point in time, his diagnosis from my standpoint is parsonage-turner syndrome." (B)(6) 2012 patient presented for follow up. Per the physician's notes, the patient "has been diagnosed with c7-c8 cervical radiculopathy. He is currently going through physical therapy. He presents today complaining of swelling in his left hand along with continued weakness... He also mentioned the swelling stared as of last week." The attorney additionally reports the patient has intractable lumbar pain.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.